Event description:
It was reported in a service report that the bed had no up or down motion. No adverse consequences were reported.

Manufacturer narrative:
Cpu was replaced by the user facility. The user facility did not set the limits on the bed causing the bed to be unable to lower once in high height. Potential risk to safety as the bed would be incapable of achieving medical intervention height.